Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (old) 0.25 mg/ml at 21.378 mg/day and (new) 0.25 mg/ml at 22.789 mg/day via an implanted pump for non-malignant pain. It was reported a volume discrepancy occurred. It was further reported the personal therapy manager (ptm) was not delivering boluses and the patient did not feel it was working and when he went in for a refill they found that zero boluses were delivered. It was noted they resolved this issue and he was now getting his maximum activations. When they did the refill after "resetting it" (once they fixed the bolus issue) they found the pump had way more medicine than there should have been for the total activations. This had happened at the past two refill appointments. The patient knew he was not getting all of his medication. The amount of drug left over was about 4-5 ccs. The patient had an appointment again on the date of this report and the healthcare provider (hcp) did not know why the issue was occurring so they wanted a company representative (rep) to be there. It was also reported the therapy used to work great but recently the patient felt it had lost effectiveness. He was getting tremendous results at first but in the past year they have had to turn it up at least 15% because it had not been working as well. It was noted the patient had "extensive damage" and had "three things wrong with his back." The pump therapy was not covering his pain and it was helping but not the way it used to. The patient was having to take oral medicine in between boluses. The patient was to follow-up with the hcp to discuss symptoms and to request a rep. Regarding event dates, the ptm was not delivering boluses about 4 months ago, the pump volume discrepancy about 3 months ago, and therapy loss of effectiveness was 3 -4 months. No further complications were reported/anticipated or expected.